Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician encountered resistance while attempting to extend the right ventricular (rv) lead helix, requiring over 25 rotations to extend the helix. The lead was ultimately implanted with satisfactory measurements, and remains in use. No patient complications have been reported as a result of this event.